Manufacturer narrative:
It was reported that the device was explanted on (date not reported). This report is submitted on 25 february 2021.

Manufacturer narrative:
B4 (date of this report) & g2 (date received by manufacturer) reported in follow-up #2 is incorrect. The correct date should be (B)(6) 2021. This report is submitted on july 28, 2021.

Manufacturer narrative:
Date device returned to manufacturer has been updated. Device evaluated by manufacturer has been updated. This report is submitted may 25 2021.

Manufacturer narrative:
This report is submitted in 25 november 2020.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. The implanted device remains. Explant and re-implantation is planned but has not taken place as of the date of this report.